Event description:
The technician reported the brakes will set but are not holding on the right foot brake caster. No patient injury reported.

Manufacturer narrative:
The technician found the right foot caster stem is cracked. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The technician replaced the right foot brake caster to resolve the issue. Based on this information, no further action is required.